Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had low flow alarms post op. The vad teams suspect the low flow alarm was likely a real event since the patient was having tamponade and bleeding issue. The hospital was advised to submit log files.